Manufacturer narrative:
Insulin pump received with blank display due to corroded motor home switch and electronic assemblies. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer was treated with manual injection. The customer stated that insulin pump had a blank display. The customer was assisted with troubleshooting. Customer states that display did not return. The customer stated that display was blank currently. Troubleshooting was performed. The insulin pump will be returned for analysis.